Manufacturer narrative:
Physio-control evaluated the customers device and verified that the device would not power on. Physio replaced the device's battery to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was archived by physio-control and the customer was provided a replacement device. Cause of premature battery depletion could not be determined.

Event description:
The customer contacted physio-control to report that their device is not functioning. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not functioning. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.